Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with lot 221330831 was returned and analyzed. Visual inspection showed that introducer was removed and the loop was kinked near the second electrode. All eight electrodes were in place. The mapping catheter was connected to the diagnostic computer and channels pairs were not displaying any noise interference. Movement and deflection of the catheter distal to the lemo connector did not introduce any noise interference. In conclusion, the mapping catheter failed the returned product inspection due to a kinked loop. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the mapping catheter subsequently tested out of specification per the manufacturer's investigation.